Manufacturer narrative:
Bleeding from diverticulum in ascending colon had occurred before study device was deployed and was not considered to be another adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had three endeavor sprint rapid exchange (rx) drug-eluting stents were successfully implanted to the proximal rca. Approximately 59 months post index procedure the patient was hospitalized due to a gi bleed. Patient was treated with a transfusion and dapt was stopped. Investigator indicated that the reported event was not related to the study device.